Manufacturer narrative:
No problem was found with the pdm and the device was found to function as intended. No problem found that would have contributed to the patient's diabetic ketoacidosis and hospitalization.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient reported that he was not feeling well and was vomiting with his blood glucose reading "high" (alternative bg meter). He called his grandfather who consulted with a healthcare provider who advised him to go to the emergency room. He went to the hospital and was treated with diabetic ketoacidosis. They placed him on an intravenous therapy of insulin. (B)(4).